Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The monitor was found to reboot when the battery pack was inserted into it. The root cause of reboot problem cannot be determined, but it likely random component failure. The battery connector was cleaned a reseated as a precaution. All pld's were reprogrammed. The monitor was retested and restocked. No adverse event resulted from monitor rebooting itself.

Event description:
A review of service data detected a reportable event. During servicing of monitor, which was returned for routine maintenance, it was discovered that monitor the monitor would reboot itself when the battery was inserted. The last patient to use this monitor did not report any problems with it.